Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not available for evaluation.

Event description:
It was reported that the pump history was missing data despite being in use. There was no reported adverse impact to the customer's blood glucose level. Reportedly, customer continued to use the pump for insulin therapy.